Manufacturer narrative:
Ehs investigation has concluded that the gantry tipping was caused by user errors. The primary root cause was related to one of the dolly handles detaching from the dolly structure. The secondary root cause was related to the dolly handle being secured by the user with only 2 bolts instead of 6; which is noncompliant to the dolly assembly procedure "revolution dolly attachment instructions". Ge will continue to trend similar events.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the CT gantry tipped over after being off-loaded from the pallet on its dolly. One employee, who was wearing safety shoes, sustained a minor foot injury; diagnosed in the emergency room (ER).